Manufacturer narrative:
Information has been provided as requested. Section f1-f14 has been completed by the MFR. Information has been requested from the user facility. If information is received, a supplemental report will be submitted.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert and patella. It was expected prior to surgery and confirmed during the surgery, that the knee joint was infected. As a result of the infection, the tibial baseplate and femoral components were also removed at this time. The knee joint was packed with antibiotic cement until 7/29/96 when total knee components were re-implanted.